Event description:
It was reported that during a shoulder surgery the anchor of the device cracked and was still connected to the driver. The device was damaged outside of the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-2323pslc-1 suture anchor, peek swivelock serial/batch number 15010045 was received for investigation. Visual evaluation found that swivelock screw is cracked by the middle close to the vents. Damaged was also observed on the screw tip missing geometry. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, prying/leveraging the device and/or excessive force being used during insertion of the implant.